Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
A4-a6:unknown. H6: off-label use acd<3.0. Work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo12.1 implantable collamer lens of -17.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a replacement lens due to product non-conformity. Reportedly, "there's a scrach on the lens surface." The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned in a microcentrifuge vial with residue/debris on product. Visual inspection found the optic torn, foreign material on lens surface,specifically residue on lens haptic, and scratch in the optic. Claim # (B)(4).